Manufacturer narrative:
Concomitant products: product ID: 3889-33, lot# va152cr, implanted: (B)(6) 2017, product type: lead. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The rep reported that the hcp stated the lead was in the pocket, coiled behind the ins was migrating to the tunnel to the insertion site. The rep reported that a revision was scheduled for (B)(6) 2017. The rep reported that the lead was not eroding through the skin. No patient symptoms reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient's healthcare provider (hcp) who indicated that the cause of the lead coiling and the ins migration was unknown. The hcp reported that the patient experienced a bulging at the lead extension site because of the lead coiling and the ins migration. The patient was returned to the o.r. For re-tunneling and repositioning of the ins. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.